Event description:
During a surgical procedure using the panta system, the x-ray showed the drill bit "missed the proximal nail hole." There was a 5 minute delay in surgery; no reported injury to the patient. Additional clinical information was requested from the user facility but not received at the time of this report.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.